Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was replaced. The target system controller was a low flow alarm 2.0 compliant machine.

Manufacturer narrative:
The event is supplemental and that the investigation findings will be submitted under MFR # 2916596-2024-52554. No further information was provided. The manufacturer is closing the file on this event.